Event description:
During a follow-up in clinic, an elective replacement indicator alert was noted on the device. At the previous follow-up in clinic, the device life expectancy was 7-9 years. The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The device was received in normal range of operation. Device image shows that elective replacement indicator (eri) flag was falsely triggered and battery voltage never reached eri level during the whole implant period and it also indicated that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed did not find any anomalies. Longevity assessment was performed and the device was at normal range of operation with appropriate remaining longevity. The complaint of premature battery depletion was not confirmed.